Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced a red heart alarm during the night and the patient separated the silicone casing where it meets the metal housing. The driveline was manipulated to reproduce the alarm; however, it was unsuccessful. A clamshell was requested along with continuity test of driveline. Additional information submitted to the manufacturer indicated that the manufacturer's technical service's performed a percutaneous lead distal end replacement based on the log file and x-rays.

Manufacturer narrative:
The patient continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.